Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced csf leak during a trial implant on (B)(6) 2019. As a result, the procedure was abandoned. No device information was available since no lead was opened.